Manufacturer narrative:
(B)(4). Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: where within the gap setting was the device fired? He said it was in the green zone. Who fired the device and what is his/her experience? The surgeon, not experienced was there any audible or tactile feedback? He said there was the washer inspected? If so, please describe. No. How many counterclockwise revolutions were taken to remove the device? He said he turned it 3 times. What is the current patient status? From what I know on thursday - still in critical care. The surgery started at 9:00 and he only got to the circular stapler around 14:00. The surgeon that came to help him with the second circular stapler(and succeeded) told me that he thinks that in the first shooting he thinks the anvil and device weren't attached fully(no click). When I spoke to the nurse she said that it took him a long time to attach the anvil to the device.

Event description:
It was reported that during a low anterior resection (lar) procedure, the surgeon fired the stapler. When he came to take it out it got stuck and pulled down the colon to the rectum. Finally, he succeeded to take it out but without the anvil. The anastomosis broke and he needed to a new anastomosis. He used a new ecs which worked fine. Surgery was prolonged three hours. Immediately after the event the patient was in critical condition. The prolonged surgery put her in life threatening position.

Manufacturer narrative:
(B)(4) batch # m53v0e. The analysis results found that the ecs29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and no anomalies were found during the manufacturing process.